Event description:
It was reported that the pump battery could not be charged and an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 500 mg/dl. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.